Event description:
The customer reported that the table portion did not boot up. Also there were no saved images on the hard drive.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power supply in the control panel and the tube arm. The system operates as intended.